Manufacturer narrative:
The reported event of low hvlic was confirmed by analysis. Electrical testing found shorted transistors within the high voltage circuit. Which led to low impedance values and failure to provide high voltage therapy.

Event description:
Related manufacturer reference number: 2017865-2022-03013. It was reported that the patient presented in clinic for follow up. Device interrogation revealed an inappropriate shock due to oversensing noise and low defibrillation impedance on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences. New information received notes that the patient presented in clinic for right ventricular (rv) lead surgery on (B)(6) 2022. The rv lead was capped and replaced. Low defibrillation impedance was still observed with the replacement rv lead, so the physician elected to explant and replace the implantable cardioverter defibrillator (ICD) during the procedure as well. The patient condition was stable.